Event description:
It was reported by the patient two weeks post implant that they were still very sore around the shoulder area. The patient also said that at the device check the prior week that the electrocardiogram showed something now quite right so the physician scheduled the patient for another appointment. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).